Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to premature battery depletion (pbd). It was noted that a battery depletion error message had displayed for the device. No additional adverse patient effects were reported.